Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, on post op (B)(6), the patient had a gastro-jejunostomy leak. Sometime between the date of surgery and (B)(6), the patient had two CT scans and two upper gis and all tests came back normal. During the third upper gi, a leak was found. The patient was admitted for treatment then was discharged on (B)(6) 2010. During the original date of surgery, the surgeon did not notice anything with the device's function at that time. A leak test was performed and there were no leaks present. The age and gender of the patient are unknown. Device discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Surgeon does not think the (B)(4) had anything to do with the leak.